Manufacturer narrative:
As noted in section b5, damage r-unit was observed and the resolution of the device is inadequate. The root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope found with broken r-unit, causing the resolution to be inadequate. There was no patient involvement.